Manufacturer narrative:
The device history records (dhrs) were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The set was made between november 05th and november 07th, 2019.there were no physical samples received for this complaint. However, a photo of the electrodes was provided, which shows the gel peeled from the center of the electrode. A corrective and preventative action has been initiated to further investigate and address the reported issue. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they received a report of delamination from the field on pm20003.